Event description:
Related manufacturing ref: 3005334138-2022-00587. During an atrial fibrillation ablation procedure in the left atrium, plastic skiving pieces were noted during two separate transeptal punctures. The needle was advanced to the dilator with stylet in situ without any resistance and the procedure was completed with no patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer dilator was received for evaluation. A sample jar was also returned; no skived material was inside. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.